Event description:
On 04 mar 2006, the customer was brought to the ER by the paramedics because she felt dizzy, confused and sick to the stomach. Paramedic's reading showed over 400 mg/dl, but the customer reported a low reading of 120 mg/dl. The customer was administered IV fluids and some medications for high blood pressure. Adc meter to meter comparison was made, no plot necessary. The maximum % difference between readings is more than 20%. At the hospital, glucose lab test was performed and showed lower results. Customer was released the same day.